Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed a gradual increase in shock impedance measurements to >125 ohms. The device was reprogrammed to emit tones if the shock impedance rose to >150 ohms. There were no adverse patient effects. The system will continue to be monitored.

Manufacturer narrative:
As of today, the lead has not been received for analysis. Should the device be returned and analysis complete, this report will be updated.

Event description:
Subsequent information indicates that this system was explanted. A request for the return of the lead was made. There were no additional adverse patient effects reported.